Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The reported event could not be confirmed. The instructions for use states the following: "description: the alyte y-mesh graft utilizes a variable knit lightweight/ultra-lightweight non-absorbable monofilament polypropylene mesh. The y-mesh configuration is designed such that the surgeon will be able to alter/trim the graft to different sizes as required to fit each patient¿s anatomical requirements without unraveling. Indications for use: the alyte y-mesh graft is indicated for use as a bridging material for sacrocolposuspension / sacrocolpopexy (laparotomy or laparoscopic approach) where surgical treatment for vaginal vault prolapse is warranted. Contraindications: the use of the alyte y-mesh graft is contraindicated for patients who are pregnant or may become pregnant, or those with a systemic infection or infection in the operative field. Warnings: the effectiveness of this product has not been validated by a prospective randomized clinical trial. The implant procedure carries an inherent risk of infection and bleeding, as do similar urological procedures. After use, the product and its packaging should be treated as a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Precautions: based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for a synthetic mesh procedure. Additional consideration should be given to the use of alyte y-mesh graft in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. Accepted surgical practice and precautions must be followed for the management of infected or contaminated wounds. Postoperative bleeding may occur in some patients and must be controlled prior to patient release. Sutures should not be placed in the mesh edge. Sutures should be placed a minimum of 1cm from any mesh edge. Inadequate suturing of the graft material to the pelvic tissues may lead to failure of the repair, additional complications and recurrence of prolapse. Check the integrity of the packaging before use. Do not use the mesh if the packaging is opened or damaged. As for any implantable material, it is recommended to open the package at the time of implantation. The alyte y-mesh graft is intended as a single-use device. Do not re-sterilize any portion of the alyte y-mesh graft. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Post-operatively the patient should be advised to refrain from heavy lifting, exercise (e.g. Cycling, jogging) and/or intercourse until the physician determines it is suitable for the patient to return to normal activities. Adverse events: complications associated with the proper implantation of the alyte y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). Procedure: use of y shaped configuration for sacrocolposuspension / sacrocolpopexy procedures (B)(4). Sterilization technique: alyte y-mesh graft is a single-use device. The implant is sterilized by ethylene oxide. Do not resterilize. (B)(4). Device remains implanted.

Event description:
It was reported that the patient experienced erosion, muscle spasms, pelvic pain, is unable to pass bowel movements and scarring of her tissue as a result of having the device implanted. The device was implanted at (B)(6) med ctr in (B)(6). Her physician sent her to physical therapy 2 times a week for a year and a half to treat her symptoms. A part of the mesh was removed along with a portion of her intestines.

Manufacturer narrative:
Per email received from the FDA on 17apr2019, a correction was requested to capture the correct type of MDR report follow-up # that was submitted on 18-aug-2016. The device was not returned.

Event description:
It was reported that the patient experienced erosion, muscle spasms, pelvic pain, is unable to pass bowel movements and scarring of her tissue as a result of having the device implanted. The device was implanted at (B)(6) medical center in (B)(6). Her physician sent her to physical therapy 2 times a week for a year and a half to treat her symptoms. A part of the mesh was removed along with a portion of her intestines. The device was used for therapeutic treatment. The patient stated she had a second surgery where the alyte mesh was removed and a lighter weight (non-bard) mesh was implanted. She also alleged that the doctor stated she had massive adhesions as well as scar tissue and had to remove a piece of her colon with the mesh. She states that she currently has pain in her legs and spasms in her whole pelvic region with swelling, post traumatic stress disorder and irritable bowel syndrome. She alleges a third surgery was performed where her entire cervix was removed by dr. (B)(6). She alleges that she has also had colorectal surgery as a result of having the mesh.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated she had a second surgery where the alyte mesh was removed and a lighter weight (non-bard) mesh was implanted. She also alleged that the doctor stated she had massive adhesions as well as scar tissue and had to remove a piece of her colon with the mesh. She states that she currently has pain in her legs and spasms in her whole pelvic region with swelling, post traumatic stress disorder and irritable bowel syndrome. She alleges a third surgery was performed where her entire cervix was removed by dr. (B)(6). She alleges that she has also had colorectal surgery as a result of having the the mesh.